Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) (B)(6), alleging that the patient¿s onetouch ultra meter was displaying an error 2 message. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter advised that the alleged issue began at 4 p.m., on (B)(6) 2017. The patient does not take any medications to manage their diabetes and the reporter advised that she continued to follow her usual diabetes management regimen in response to the alleged issue. The reporter stated that approximately 2 hours after the alleged issue occurred, the patient developed the symptom of feeling ¿sweaty¿. The reporter claimed that the patient was taken to the urgent care clinic at around 7 p.m., on (B)(6) 2017, where she received a blood glucose test; however, he was unable to provide the result obtained. There was no report of medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr established that the device was not being used for the first time and noted that there was no apparent misuse of the product. The csr confirmed that the error message appeared when the power button was pressed and the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began.